Manufacturer narrative:
On 19/jul/2021, the suspect device was returned to mentor for evaluation. On 23/jul/2021, the investigation was completed. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Per the manufacturing record evaluation, the manufacturing date of the device has been updated as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with 650cc smooth mentor memorygel breast implant experienced right-sided implant rupture postoperatively. Rupture was discovered when the patient underwent explantation and replacement with 700cc mentor gel breast implants on (B)(6) 2021.